Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported that silver nitrate and a dressing was applied to the stoma and oral antibiotic augmentin was started for 7-10 days due to the appearance of the stoma. No culture has been performed. On (B)(6) 2021 it was reported the patient presents a large granuloma without signs of infection. Patient was receiving inadequate care of the stoma in her health care center. Silver nitrate was applied and diprogenta cream indicated every 12 hours for 10 days. Patient will be assessed again in 15 days.